Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was found. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined because an investigation cannot be performed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 7 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient was feeling tired, was diaphoretic, had a headache, and eventually lost consciousness. The cgm was reading 76 mg/dl, and the bg meter was reading 35 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s spouse called emergency medical service (ems). The patient regained consciousness after approximately 10-15 minutes and was awake before ems arrived. Once ems arrived, the patient was treated with IV glucose. The patient recovered at home and did not go to the emergency room. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.